Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted in the native annulus at a final implant depth of 8 mm on the non-coronary cusp and left coronary cusp, and the gradient at discharge was 9 mmhg. The patient was on two antiplatelet medications following valve implant and no anticoagulation therapy was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months following the implantation of a vlv evolutfx-34 device, moderate paravalvular leak (pvl) was noted as an adverse outcome associated with the valve. Computed tomography additionally revealed an under-expanded valve frame, thickened leaflets, and thrombus formation. The patient was asymptomatic.